Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe sterile scale markings was illegible. The following information was provided by the initial reporter: one syringe with faded graduations was observed.

Manufacturer narrative:
H6: investigation summary: it was reported there was one syringe with faded graduations. To aid in the investigation, ten photos were received for evaluation by our quality team. All ten photos contain an image of a small close-up section of one syringe. One photo shows a syringe with gross smeared print scale markings extending down the barrel 1/2". The conditions observed are non-conforming per product specification and are associated with the assembly process. A device history record review was completed for provided material number 309628, lot number 1082627. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect.

Event description:
It was reported that the bd luer-lok¿ syringe sterile scale markings was illegible. The following information was provided by the initial reporter: one syringe with faded graduations was observed.

Event description:
It was reported that the bd luer-lok¿ syringe sterile scale markings was illegible. The following information was provided by the initial reporter: one syringe with faded graduations was observed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 08-feb-2023. H6: investigation summary: it was reported there was one syringe with faded graduations. To aid in the investigation, two samples with two empty packages from batch 1082627 and ten photos were received for evaluation by our quality team. One syringe had two scratches parallel 1" long in the scale marking area of the barrel, ending with a gross ink smear between the 0.2 and 0.3ml area. All ten photos contain an image of a small close-up section of one syringe. One photo shows a syringe with gross smeared print scale markings extending down the barrel 1/2". The conditions observed are non-conforming per product specification and are associated with the assembly process. A device history record review was completed for provided material number (B)(4), lot numbers 1082627. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect.